Event description:
Cross reference with MFR# 3004608878-2011-00087 (same product, but different lot code/serial number). A standard infinity skull clamp will not hold 60 pounds of pressure during a case. There was pt contact; however, it is unk whether there was pt injury or a surgical delay as a result of this event. Additional clinical information has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.